Event description:
A surgeon called to report a patient complains of glare at night following unilateral intraocular lens implant surgery. He reports the patient's uncorrected visual acuity is 20/40 distance and j1+ near. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation.